Event description:
Facility stated that the brakes on the bed are allegedly not functioning properly. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model ihcs7, serial number/date code (B)(4). The owner's manual part number 1153410 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height, and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Replacement parts have been shipped directly to the facility, (B)(6).